Event description:
It was reported that the patient's dbs system has disconnected a couple times in the last week. Caller states this morning the patient woke up all shaky and could not do anything so they had to drive all the way down to see the patient.. Caller mentioned the last time it happened the patient didn't charge everything and they think that might have been the problem but that's been maybe a week or two and they know the patient has been charging so they don't know why it's disconnecting again. Caller clarified stating they can get the handset and communicator to connect, its that the patients therapy had turned off, and they were able to turn therapy back on . Caller does not know how low the implantable neurostimulator (ins)  battery had gotten. Agent walked caller through how to connect the recharger to the recharger app and caller confirmed they were able to successfully connect, patient had charged and is 50%. The troubleshooting steps that were taken on the call resolved the issue."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.